Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. The pump was received with moisture damage on motor, battery tube, vibrator and keypad assembly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that he got his insulin pump wet. The customer stated that he went scuba diving and forgot it was on. The customer stated that there was fluid under the lcd screen. The customer stated that the pump was not dropped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.